Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing split when removing it from the pump and leaked. The following information was provided by the initial reporter: "primary IV tubing split when removing from pump module. Tubing was used for normal saline infusion" did leakage occur as a result of the separation? Yes, leakage did occur.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2023. H.6. Investigation summary: the customer reported a separation and returned one sample. The sample verifies the complaint of separation at the pumping segment upper fitment. No ring retainer indent was found on the silicon, and the root cause is traced to assembly process. Manufacturing personnel issued a quality alert to prevent this defect. Device history record review for model 2426-0007 lot number 22129250 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing split when removing it from the pump and leaked. The following information was provided by the initial reporter: "primary IV tubing split when removing from pump module. Tubing was used for normal saline infusion" did leakage occur as a result of the separation? Yes, leakage did occur.